Event description:
It was reported that a device software reset had occurred while the patient was undergoing radiation therapy. Subsequently when the radiation therapy concluded, a device download was successfully performed to restore the device. The patient will continued to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.